Event description:
A malfunction alarm identified as "malf 3" was reported. There was no reported adverse impact to customer's blood glucose level. Technical support (cts) decided to replace the malfunctioning pump. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy and to return the pump using a pre-paid label within ten days. The customer confirmed understanding of how to put the pump into storage mode and acknowledged all instructions given by cts.